Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high due to not having pump supplies. The customer was went to the emergency room (ER) and insulin injections were administered. The customer the customer left the ER after 24 hours feeling better and bg was 230 mg/dl.